Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation after the right ventricular (rv) lead became dislodged and perforated through the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.